Manufacturer narrative:
The 8mm maryland bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations replicated/confirmed the customer-reported complaint. Visual inspection revealed localized charring and melting on one side of the yaw pulley, concentrated at the base of the yaw pulley near the grip interface. The instrument's grips were manually manipulated, and the instrument passed the electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system and passed the energy delivery test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 8 mm maryland bipolar forceps instrument was not working. No further information was provided.